Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module was connected to a pump which shut off unexpectedly during norepinephrine therapy in the intensive care unit. As a result the pump had to be replaced and during this time the patient became hypotensive. No additional information is available.

Manufacturer narrative:
Correction: b1, b2, d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product, h1: type of reportable event. Additional information d9, h3, h6 and h11: h11: the device was received for evaluation. During functional testing, pump shut off unexpectedly was not reproduced. A review of the event history log revealed that on the customer reported event date of april 21, 2023, the user programmed and infusion of "norepinephrine 4 mg/250 ml" in the "2.criticalcare adult" care area. The history log revealed that a "battery alert!" Presented and was confirmed by the user. The pump was unplugged and continued, however 2 hours and 22 minutes after the alert, the user experienced an "improper shutdown!" Message at power up of the device, indicating that all power sources to the pump were lost. Per the history log review, a "battery alert!" Occurred during programming of the infusion. A battery alert presents on the pump display with the following instruction: "¿battery error do not unplug pump! Battery operation may not be available.¿ removing the power cord could result in an shutdown of the device due to lack of available battery power. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be corroded battery contacts . The battery module will not be serviced. Based on additional information received v9 wireless battery was determind not to be a factor in the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted.